Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned in three pieces inside lens case. Solution is dried on the iol. One haptic is cracked/fractured-rejectable near the gusset area which could be interpreted as the reported complaint, " haptic joint part was abnormal", the other haptic is intact. The optic is torn/split-cut dividing the iol in three and scratched/marked-rejectable. The complainant indicates the use of non-company as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018).¿ the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intra ocular lens (iol) implantation procedure, they noted that the haptic joint part was abnormal.